Manufacturer narrative:
Product in complaint will not be returned to zoll circulation. Therefore, physical investigation cannot be performed.

Event description:
It was reported that during pt care, the lifeband was found to wrinkle during compressions. Pt appeared larger and wider on the platform, roughly (B)(6) pounds. Because of this, medics discontinued use of the autopulse platform. Manual CPR was performed for the remainder of the call. Pt did expire. The cause of death was not provided. MFR requested additional information from the customer on (B)(4) 2013 and (B)(4) 2013. However, no additional information has been obtained.